Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. For clarification, found no broken tip on the instrument. No product issue was identified. Additional observation not related to the customer reported complaint: the instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps grip. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the maryland bipolar forceps instrument broke off. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.